Event description:
During preventative maintenance testing at the user facility, the device did not sound and audiable alarm tone of cahnnel c during an alarm condition while in the low volume setting. There were no reports of any asverse events while the device was in clinical use.